Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, noise and oversensing were noticed in the right ventricular (rv) lead channel. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the oversensing may indicate a compromised lead. Consequently, the system no longer qualified as MRI conditional. No adverse patient effects were reported. This pacemaker remains in service.